Event description:
The pt checked their blood glucose on the suspect device and obtained a result of hi. They took their normal dose of insulin and retest about thirty minutes later and the result was still hi. They then took fast acting humalog and became disoriented and dizzy. Emts were called and they checked their glucose at 58 mg/dl. They were taken to the hosp, treated and kept for observation. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation. They were also diagnosed with pneumonia.